Event description:
A healthcare facility in taiwan reported that an rt265 infant dual-heated evaqua2 breathing circuit had a flow leakage. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject mr290v autofeed humidification chamber provided as part of the rt265 infant dual-heated evaqua2 breathing circuit, was returned to fisher & paykel (f&p) healthcare in new zealand, where it was visually inspected. Our investigation is thus based on the evaluation of the subject devices, the information provided by the healthcare facility, and our knowledge of the product. Results: visual inspection of the returned device observed that the water feedset tube at the spike end of the mr290v autofeed humidification chamber was torn, confirming the reported issue. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the returned mr290v autofeed humidification chambers. However, based on our knowledge of the product and observation of the returned device, it is possible to tear the water feedset tube if pulled away from the spike. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process and any holes, cracks, or leaks would be identified during this process. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails these tests is rejected. The subject mr290v vented autofeed humidification chamber would have met the required specifications at the time of production. The user instructions provided with the rt380 adult breathing circuit include the following: "do not use the chamber if the seals are not intact or if it has been dropped." "Visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." "Do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the subject rt265 infant dual-heated evaqua2 breathing circuits to f&p healthcare new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in taiwan reported that an rt265 infant dual-heated evaqua2 breathing circuit had a flow leakage. There was no reported patient involvement.